Manufacturer narrative:
The complaint of leakage can be confirmed on the returned (1) used 14687-15 primary plum set with the cap open. As received, the air filter on the vent plug juncture was wetted out with prior infusate. No damages or anomalies noted at the vent plug juncture. The product was tested per product specification. There were no leaks with the cap closed. There was a leak observed from the filter on the vent plug juncture with the cap open. The leak appeared to seep through the filter vent material from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The reporter stated that there was leakage on the filter vent noted during chemotherapy drug infusion (drug name was unknown). There was no unprotected chemotherapy exposure to the patient or healthcare provider. There was patient involvement but no patient harm.